Manufacturer narrative:
No additional information was provided.

Event description:
A customer reported to beckman coulter inc. (Bci) that they received a new bottle wash buffer which leaked. No injury has been reported in connection with this event.